Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: not applicable - the suspect product is not an implantable device. Section d6b - explant date: not applicable - the suspect product is not an implantable device. Section h6 - device code(s): 3191 no code available (tampering) device evaluation: the product was not returned for investigation. The photograph provided was evaluated. From the photograph, it was observed that the cello seal around the bottle cap was missing. The product deficiency was confirmed. Manufacturing: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: based on the product evaluation, bottle cello seal missing was observed, the reported event was confirmed. A non conformance was initiated to further investigate the identified issue. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening a recently purchased bottle of blink intensive eye drops, the bottle did not have a tamper seal, although there was a sticker on the outer packaging. The customer noted that the product leaflet instructs users to ensure the bottle is sealed before first use, and expressed concerns regarding safety and hygiene due to the absence of the seal. No further information was provided.